Event description:
Home user of the 3eo health covid-19 test reported one (1) false positive result out of thirty (30) tests. User reported on (B)(6) 2024 that the false positive result was recieved on (B)(6) 2024. User confirmed negative result using the cue health covid-19 test, additional 3eo health covid-19 tests, and unnamed covid-19 antigen tests. Reporting of false positive results is required for the 3eo health covid-19 test per the eua230036 letter authorized september19, 2023: from eua230035 letter (september 19, 2023), section g. You and authorized distributor(s) must collect information on the performance of your product and have a process in place to track adverse events, including any occurrence of false positive or false negative results and significant deviations from the established performance characteristics of your product of which you become aware, and report any such events to FDA in accordance with 21 cfr part 803. Serious adverse events, especially unexpected biosafety concerns, should immediately be reported to division of microbiology (dmd)/office of health technology 7 (oht7): office of in vitro diagnostics/office of product evaluation and quality (opeq)/center for devices and radiological health (cdrh) (via email: cdrh-euareporting@FDA.hhs.gov).

Manufacturer narrative:
Loose screw on user's 3eo cube thermal component identified as root cause during investigation. Corrective and/or preventive action taken at 3eo cube manufacturer / assembler, and was determined to be an isolated incident. User's 3eo cube was replaced.